Event description:
It was reported that when using the bd pyxis¿ medstation¿ es (B)(6) a failed hardware condition was indicated; however, no items appear in the list when attempted storage space recovery. The customer required access to the failed storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that remote manager was failed. A field service engineer worked with the customer to use the remote manager key to force a failure, after which the customer was able to successfully recover the remote manager. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.